Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed

Event description:
It was reported that the primary system controller was presented with backup battery fault. Both the primary system controller and modular cable were exchanged in outpatient clinic due to wear and tear and the battery fault alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis; however, the reported alarms were unable to be reproduced during testing. The periodic log file captured backup battery fault alarms on 02sep2025, 17oct2025, and 20oct2025 due to the backup battery not passing its load test. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. The heartmate 3 system controller (serial number (B)(6)) was returned for analysis. The backup battery (serial number (B)(6)) was also returned in an unremarkable condition. The returned system controller and 11v backup battery underwent functional testing and were found to function as intended during analysis. The reported alarms were unable to be reproduced during testing. Available information provided that the alarms resolved with the system controller exchange. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that exchanging the controller resolved the alarm.